Event description:
During a procedure a polarx balloon catheter was selected for use. It was reported that after isolating the four pulmonary veins with a balloon, a roof was performed and just before ablation of the 4th roof an error "the console detected blood" occurred; therefore, the catheter was removed from the body. The procedure was discontinued. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.